Event description:
Customer reports 2 incidents of a blood leak on a CT 190g dialyzer. The first incident occurred in 2001 on reuse #11 and the second incident occurred one week later on reuse #14. The blood leaks were noted during the patient's hemodialysis treatments by a blood leak alarm and were confirmed by a hemastix test strip. The treatments were discontinued and resumed with new disposables, and were completed without incident. No patient injury or medical intervention was reported per customer.